Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2016-00219. The coil remains implanted.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using smart coils. The physician successfully delivered the first smart coil (lot # f65143) in the aneurysm using another manufacturer's microcatheter and guide wire. Upon advancing a second smart coil in the aneurysm, the first smart coil became dislodged and approximately 3cm of the coil migrated into the right posterior cerebral artery (pca). The physician removed the second smart coil and used a snare device and another manufacturer's microcatheter in order to retrieve the proximal end of the first smart coil. After a few attempts to retrieve the smart coil, the snare device ruptured the vessel. Prior to any intervention by the physician, the bleeding stopped. The first smart coil was left in the pca and the procedure was completed using the second smart coil, that had previously been removed, and three additional smart coils. One smart coil (lot # f65207) was damaged by the technician on the back table and it was not used for the procedure.